Manufacturer narrative:
Concomitant products: product ID unknown, serial #unk, implanted: unk, explanted: unk; product type catheter. (B)(4).

Event description:
It was reported there was a ¿motor-stop¿ for seven minutes on (B)(6) 2013, ¿may some interference with the inductions cook (?)¿ the motor-stop from the (B)(6) 2013 was in the ¿reason of a MRI.¿ the motor stall recovered within two hours. There were two unexplainable motor stalls on (B)(6) 2013. The motor stall resolved. The pump had a premature elective replacement indicator (eri). On (B)(6) 2013, the pump showed an eri of 43 months and three days, the pump is in a noncritical eri alarm. The patient status was alive; no injury. The patient was ¿in a good shape, means no influence from the motor stall.¿ the physician questioned what he should do. It was recommended to replace the device as soon as possible. The pump was delivering lioresal.